Event description:
It was reported that, on (B)(6) 2009, a durom us acetabular component was implanted on the right side. The patient is experiencing pain and a pseudo tumor was diagnosed. The patient is being monitored due to pain and the pseudo tumor. This is a bilateral claim, (B)(4) (left side).

Manufacturer narrative:
This case was reopened on may 10, 2016 to enter additional information which had been received on may 01, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 52/46 l. The patient was revised on (B)(6) 2014.

Manufacturer narrative:
This case was reopened to enter additional information which had been received on june 28, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device as the patient has not been revised to date. No x-rays or other source documents were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device is returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).